Manufacturer narrative:
Returned device was received device was received in with a broken/cracked peak inspiratory pressure knob. No other apparent physical damages. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during a patient alarm calibration check 80 to a smiths medical pneupac babypac ventilator, tolerance would not alarm until 110. There were no reported adverse effects.